Manufacturer narrative:
(B)(4). Date sent: 12/12/2017. Batch #unk. As a lot/batch was not provided, a device history could not be performed. Were there any patient consequences reported? No patient consequence was reported by the hospital.

Event description:
It was reported that during the procedure a clip applier was used. The clip applier isn¿t firing smoothly and the clips aren¿t properly formed.

Manufacturer narrative:
(B)(4). Batch # p93c88. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.